Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be duplicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use in an unspecified procedure, their visera 4k uhd camera control unit displayed a communication error (e117). There were no reports of death, harm or injuries related to this event.

Event description:
It was reported to olympus the procedure was completed with a similar device.

Manufacturer narrative:
Correction: additional finding noted in the device evaluation was significant dust accumulation inside the device. This supplemental report is submitted to provide corrections to b5 and the device evaluation, results of the legal manufacturer¿s investigation, and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the inability to reproduce the issue, a definitive root cause cannot be identified. Device testing found the device worked normally, however it was confirmed the error e117 occurred. Additionally, the instruction manual of otv-s400 contains the following troubleshooting guidelines for code e117: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall main outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor the field performance of the device.